Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery has been observed to be depleting quickly for the past few weeks. On (B)(6) 2016 the pump battery depleted from 40% to 1% and subsequently shut off during the night. After the pump was connected to a power source, the customer experienced difficulty charging the pump despite the attempt of multiple charging accessories. Customer reported blood glucose (bg) level was in the 300's (mg/dl). A bolus via the pump was administered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.